Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by severe pain and vomiting. It was not reported whether the patient was hospitalized for the event. The cause of peritonitis was not reported. The patient was treated with unspecified intravenous solutions (name, dose and frequency not reported) and unspecified antibiotics (dose, route and frequency not reported). Action taken with therapy and patient outcome were not reported. No additional information is available.